Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely due to prosthesis wear, instability, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, instability, and femoral debonding could not be determined as there were no details regarding cementing technique or environmental conditions provided, the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: optetrak three peg cemented patella (200-02-38, (B)(6)) optetrak tray tib cemtrap 4f/4t (204-04-44, (B)(6)) stem ext flut 12mm x 11 mm (204-32-01, (B)(6)) optetrak non-modular insert tib cc sz 4 (208-24-15, (B)(6)) non exactech- hv bone cement x2. Multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01482. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 87 months after a right total knee replacement procedure, the patient underwent a revision surgery to address prosthesis wear, effusion and instability. A revision operative report was provided. Post operative diagnosis noted instability and femoral component loosening. Intraoperatively the surgeon observed significant effusion and synovitis and delamination of the polyethylene component. It was noted there was no evidence of the polyethylene tibial component loosening. The surgeon observed the tibia was well fixed but there was debonding of the femoral component at the implant cement interface. No medical or surgical interventions were reported. No additional information is available.